Manufacturer narrative:
Follow-up #1: date of submission 10/12/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings:on investigation, the alleged button tactile issue was not duplicated. The keypad cover was intact. All the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. Unrelated to the complaint, battery compartment crack was found along the side of the compartment running from the threads towards the case seal. The display screen was found to be dim and discolored. The audio bolus cover was torn but the button responded properly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.